Manufacturer narrative:
Product ID: 3889-28, lot# va18y6m, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0wj4t, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
The patient's healthcare provider reported via manufacture representative that the patient was scheduled for a revision due to a lead impedance issue. It was also noted that the patient experienced a lack of therapy efficacy. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the patient's issue. An impedance test was completed and more than half of the electrode combinations were over 4000. The patient was reported to be alive with no injury. The patient's lead was replaced. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0wj4t, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 3889-28, lot# va18y6m, product type: lead. Analysis found no significant anomalies on tined lead (B)(4) evaluation method codes pertain to tined lead (B)(4). Evaluation result codes pertain to tined lead (B)(4). Evaluation code pertains to tined lead (B)(4). Patient codes pertain to tined lead (B)(4) tined lead (B)(4) does not pertain this event. Please reference regulatory reported 3004209178-2016-20164. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.